Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's high blood glucose level was 592 mg/dl. It was reported that insulin pump received compromised force sensor system error alarm. The customer declined troubleshooting for high blood glucose. The customer stated that insulin was "squirting out" during the manual prime process and drive support cap was normal. The insulin pump will be returned for analysis.